Manufacturer narrative:
Insulin pump passed displacement test, rewind and basic occlusion test, occlusion test, excessive no delivery test and prime/delivery test. No external ram error alarm. Unable to perform operating currents and off no power due to constant unexpected restart alarm due to voltage leaks on interface board. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with broken battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
It was reported via phone call that insulin pump received an unexpected restart alarm and external ram error alarm. Customer's blood glucose was 298 mg.dl. It was reported that insulin pump was not stored for an extended period of time. Insulin pump passed self-test. Caller was advised that insulin pump would need to be replaced.